Event description:
Avanos medical inc. Received a single report that referenced two different incidents, which were associated with separate units. This is the first of two reports. Refer to 9611594-2026-00035 for the second report. It was reported, after nasogastric (ng) tube placement was confirmed, enteral feeding was initiated. Shortly afterward, a small hole was identified near the connection point between the feed line and the ng tube, resulting in feed leaking onto the patient. Feeding was stopped immediately, and the nurse in charge and the medical team were notified. A new ng tube was inserted, and the patient was awaiting a confirmatory chest x-ray. Per additional information received on 13jan2026, the patient was receiving continuous feedings through the ng tube. No blended feeds or thick-consistency formulas were administered. The tube may have been used for oral and/or crushed medications. The tube was flushed each time medications or feedings were administered; the tube had been in place for only four hours. A 20 ml or 50 ml syringe was used for flushing. There was no history of clogging prior to the rupture. Flushing was performed manually using a syringe. A 20 ml or 50 ml syringe was used for manual flushing. Pump use was not applicable. Warm solution was used for any attempted unclogging.

Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record and UDI are in-progress. All information reasonably known as of 04 feb 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.